Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom. Evaluation observed limited keypad operation due to intermittent keypad response of the number 1 key while turning the pump on, navigating and running it. Evaluation confirmed "broken keypad the abc 1 button does not respond when is pressed" through causality of a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a broken keypad with "the abc1 button does not respond when is pressed" during testing. It was also reported there was no patient involvement.